Event description:
The customer reported that an erroneously elevated cardiac troponin (accutni) result, within the risk stratification range of the assay, was generated on an unicel dxc 600i synchron access clinical system for a single emergency room patient. The erroneous elevated accutni result was released from the laboratory. Beckman coulter inc. Assessment of customer supplied data indicated that follow up testing of subsequent patient draws and repeat testing of the initial sample produced lower results within the normal range of the assay for all follow up and repeat testing. The repeat/follow-up results were regarded as valid and a corrected report was issued. The patient was admitted to the hospital with no additional changes to treatment based upon the initial erroneously elevated accutni result. The samples were collected in rapid serum tubes. The customer has recently switched to a rapid serum sample tube to try and reduce the occurrence of false positive accutni patient results in their laboratory. The reagent and calibrator lots associated with this event were 122054 and 116461 respectively. Patient information and additional sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was not dispatched as the customer declined service. Quality control results were recovering within customer established specifications during the timeframe of the event. Additionally, beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that system checks performed on (B)(4) 2012 passed within instrument specifications. This assessment indicates that the instrument was performing per specification at the time of the incident. In conclusion, the cause of this event could not be determined based on the supplied information. Service was not dispatched and the customer was not able to verify any sample related information in connection to this event.